Manufacturer narrative:
The device involved in the event was received on august 2nd. A failure investigation is currently in process. Conclusion: (no conclusion can be drawn). The failure investigation is currently in progress; therefore, results are not yet available and no conclusion can be drawn at this time. The manufacturer will continue to investigate all reasonably obtainable sources of information and will provide results and updated conclusions in a supplemental manufacturer medwatch report. (B)(4).

Event description:
The complainant reported that following one month of biventricular support using abiomed bvs blood pumps, a patient's lvad and rvad pumps were routinely exchanged. Approximately 15 days following the rvad exchange, however, air was observed within the chamber of rvad pump around the valve. The air was reportedly confined to this locations, and there was no evidence of migration elsewhere in the device system or to the patient. The user exchanged the ab5000 console for a bvs5000 console and the air in the rvad resolved. The rvad was then changed out for a new bvs pump and biventricular support continued without incident. The patient did not experience any adverse effects or illness, as a result of the reported device's event.